Event description:
It was reported that the patient underwent a posterior spinal fusion at l1-ilium. It was reported that the tip of the driver broke off during use. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument tips have been broken off, consistent with interface during usage. Inspection of shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis identified a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.